Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. The prior regulatory report was missing the patient information such as date of birth and age at event. The event description has been updated. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed through review of the available log file screenshot which revealed an increase in power consumption and estimated flow leading to parameters above the normal operating range. The alarm log file was not available for analysis. Additionally, visual evidence provided by the site revealed thrombus within the pump, as well as abrasions on the lower housing ceramic surface. As a result, the reported thrombus event was confirmed. These friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Information provided by the site indicated that in addition to the high power, the patient presented with severe hemolysis and hematuria, and a ventricular assist device (vad) thrombus was suspected. Of note, it was reported th at the patient was compliant with their anticoagulation therapy, and their anticoagulation was therapeutic at the time of the event. The vad was successfully exchanged via thoracotomy approach. There is no evidence to suggest that a device malfunction caused or co ntributed to the reported event. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and hemolysis are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with severe hemolysis and hematuria. The ventricular assist device (vad) power was elevated from the patient¿s baseline. It was also reported that the patient was compliant with the anticoagulation therapy and their anticoagulation was therapeutic at the time of the event. The vad was successfully exchanged via thoracotomy approach and upon explant thrombus on the vad impeller thrust bearings was visually confirmed. No patient complications have been reported as a result of this event.